Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a video-assisted thoracoscopic surgery, while cutting the wedge of the lobe (this was a particularly large lobe and a large wedge), the device did not fire across properly. The device stopped a third of the way, then made a cracking crunching noise. The central staple line was incomplete. The gun and reload was easily removed. A new gun was opened to complete the procedure. There was no patient injury.